Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was failing, and the user was unable to recover. The customer reported, user unable to issue medication to patient during the malfunction which resulted in a delay in the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication in the back of the drawer was preventing the drawer to be functioned as intended. The medication was removed, and the drawer was recovered. The system functioned as intended after the field service engineer resolved the issue.